Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) was beeping following the patient arc welding. The ICD could not be programmed despite using multiple programmers and troubleshooting. Telemetry could not be maintained. A capacitor reformation was attempted but could not be completed. No adverse patient effects have been reported.